Manufacturer narrative:
To date, information suggests that these medical devices remain actively in service. As new information would become available, this report will be further evaaluated and updated.

Event description:
Boston scientific crm received information that this transvenous implantable right ventricular (rv) lead in association with the implantable cardioverter defibrillator (ICD) exhibited >125 ohms shock impedance values intermittently post-implant. It was not known at the time whether a loose connection or electromagnetic interference (emi) or some other issue may be present. There were no reported adverse patient effects.